Event description:
It was reported that during the procedure, the balloon did not inflate and the balloon was broken. In addition, the catheter had a hole on the outer surface at the distal end. No clinical consequences reported to the patient and the patient reported to be stable following the procedure. No further information is available for now.

Event description:
It was reported that during the procedure, the balloon did not inflate and the balloon was broken. In addition, the catheter had a hole on the outer surface at the distal end. No clinical consequences reported to the patient and the patient reported to be stable following the procedure. No further information is available for now.

Manufacturer narrative:
Expiration date: added. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the balloon catheter was damaged (wrinkles). During the functioning test, it was found that the balloon could not be inflated. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, the device was prepared as per the dfu (direction for use), there were no difficulties encountered while inflating and deflating the balloon during preparation, there was friction when advancing the device inside the patient, and the catheter shaft had a rough surface after use. Based on information currently available, it is likely the device sustained damage during the clinical procedure likely while advancing the balloon catheter against the reported friction inside the patient. Therefore, a probable cause of operational context caused was assigned to the reported event and analyzed anomalies since these issues are associated with a product that met the design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the device performance was limited.